Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 01-oct-2021: the event occurred during bench test. There was no patient involvement. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. Unable to duplicate customer stated problem. Error was verified to have happened in the device ehl (event history log). Replaced the main board for preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error code 45630. No adverse effects reported.